Event description:
A hill rom technician stated that the bed was stuck at a 45 degree angle with no power to the unit.

Manufacturer narrative:
The bed was transferred to a hill-rom facility for repair. At the time of this report there is no information about what caused the alleged malfunction.